Event description:
Customer reported that the c-arm was used throughout the day on a variety of cases. After approx the 5th case the image on the monitor began to flicker and blank out and it became worse through the last three cases. They were able to use the c-arm to complete all cases. No abnormal circumstances were reported. The normal or room equipment was being used during cases. No pt injury of safety issue reported.

Manufacturer narrative:
Service rep checked the system and could not find or duplicate any problems. Reseated all the connections and boards in the image module. The system is currently operating as intended.